Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported damage cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached over 400 mg/dl less than 48 hours after the pod was activated. Upon pod removed, she noticed the cannula was still in her skin.